Event description:
It was reported that the platform received the notice of bone hammer disinfection issued by the company, and then it was sterilized in strict accordance with the company's requirements. The polyethylene head end of bone hammer was loosened in varying degrees after several times of disassembly, and it could not be used normally during the operation. No back up was available and a similar tool from the operating room of the hospital was borrowed to complete the surgery. A less than 30 min delay was reported.